Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Implant date was not available.

Event description:
It was reported that the patient presented at the hospital for a lead revision procedure. Upon review, the patient had fallen previously and the physician alleged left ventricular lead fracture with high pacing impedance and loss of capture. The physician made programming changes and elected to not continue with the procedure. The patient was in stable condition.